Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. Blood glucose was 900 mg/dl. Customer mother stated that customer had a high blood glucose and it was possible it was because the reservoir had a air and reservoir only reading 20 units with air and insulin in it. Customer mother stated that customer had a special need and came home with dirty diapers too. It was unknown that auto mode feature was active or not at the time of high blood glucose. Customer mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.